Manufacturer narrative:
Results: a review of the usage of the device history revealed no related quality notifications. The returned sample underwent aas testing, and tbo dye testing. Was evaluated and the powder determined to be sodium fluoride / potassium oxalate which had been running on the line immediately prior to the affected run. None of the 200 retained tubes from this lot contained powder. Conclusion: CAPA (B)(4) have been opened to fully investigate the reported defect.

Event description:
It was reported that bd vacutainer® plastic lithium heparin tube with green bd hemogardtm closure contained a white powder deposit. Only some of the tubes were affected. No serious injury, no medical interventions.